Manufacturer narrative:
The national repair center received the exch pcb, power management rohs, from the supplier .the supplier verified the failure of a high pitched alarm and replaced component q27. The board passed testing. Inspection of the board was completed per procedure with no visual damage observed. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure. The board passed testing. Nrc will retain the board per procedure.

Manufacturer narrative:
Updated fields: b4, e1(site country), e2, e3, g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and the cardiosave service manual. The national repair center could not verify the failure of the cardiosave alarming with a high pitched alarm when turned on. The national repair center also could not verify the failure of error code 67 and 107. The board passed testing. The power management board is being sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse found error codes 107 and 67 in the logs. Per service manual, the fse replaced the power management pcb. The fse confirmed the bp transducer adaptor cable was faulty and causing error codes 107 and 67. The fse replaced the cable which corrected the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a high pitched alarm when powered on. There was no patient involvement, and no adverse event reported.